Event description:
Treo abdominal stent graft- leg (28-l2-15-120s), lot number: b200317284. Planned implant at (B)(6) and scrub nurse prepare by flushing of the introducer sheath by heparin saline, but she cannot flush heparin saline through it. The device was implant with negative technique by revert blood back to the system. Due to this case was an emergency aaa rupture, no other device available. Patient outcome: "email (dated september 07, 2020) from endovastech clinical specialist of aortic intervention, danita (B)(6): 'now, patient is safe' ".

Event description:
"Treo abdominal stent graft- leg (28-l2-15-120s), lot number: b200317284. Planned implant at lcia and scrub nurse prepare by flushing of the introducer sheath by heparin saline, but she cannot flush heparin saline through it. The device was implant with negative technique by revert blood back to the system. Due to this case was an emergency aaa rupture, no other device available." Patient outcome: "email (dated september 07, 2020) from (B)(6) clinical specialist of aortic intervention, (B)(6): 'now, patient is safe' ."